Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. The rep stated that they were reporting on behalf of a hcp who had contacted them regrading a procedure that occurred on the day of report. It was indicated that the rep was not present at the procedure and that the patient had underwent an expected normal replacement of the implantable neurostimulator (ins) on the day of report. Anew ins was connected to the existing lead and impedances were fine intra-operatively. However, the patient was not feeling any stimulation when it was turned all the way up in recovery even though the impedances were still fine. It was indicated that the exact impedance values were not known to the rep. The rep noted that the hcp usually tested at the default voltage and pulse width, they assumed that was what was done in this case too. The rep asked the hcp if it was possible that lidocaine got into the sacral foramen area but the hcp stated that they used general anesthesia. It was indicated that the lead location was checked via fluoro intra-op and the lead location looked good. The rep noted that one unique thing that the hcp did was that they would use a hemostat to heat up the torque wrench in such a way that it would no longer torque. The hcp would use the torque wrench to tighten the lead-ins connection in the intended manner and then would heat up the torque wrench to prevent its torquing. The hcp would then tighten the set screw another quarter turn. The rep indicated that they thought that the hcp and patient were going to go back to the operating room (or) to check the connections on the day of report. No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1ggms, implanted: (B)(6) 1201, product type: lead. Correction: the initial MDR was filed as manufacturer¿s report# 3007566237-2017-02942. Additional assessment of the event indicated that the correct manufacturing site was site # (B)(4). See manufacturer¿s reports # 3004209178-2017-18137 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the patient not feeling the stimulation was due to lead positioning. After continued testing and reprogramming, it was determined that another lead would need to be placed the following day. Another lead was then placed the next day and the patient felt the stimulation. The issue was reported as resolved and the patient was doing well. There were no further complications reported or anticipated.